Event description:
It was reported that right ventricular lead of an asymptomatic patient exhibited noise; egms revealed unacceptable thresholds. The lead was capped and replaced. The patient was noted to be fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.